Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4) received a report that the sorin c5 system displayed an error during a procedure. There was no report of pt injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin c5 system displayed an error during a procedure. There was no report of pt injury.